Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm declaring that the pump was out of insulin. Reportedly, this was an expected alarm as the customer was aware that the cartridge was low on insulin. The customer's blood glucose level was 379 mg/dl. The cartridge was changed and the customer resumed insulin delivery. A bolus was delivered to stabilize bg levels.